Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed, mildly calcified and non-tortuous target lesion was located in the proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm apex coronary balloon. While inserting a 3.50x20mm taxus liberte drug-eluting stent delivery system resistance was felt and the shaft broke outside the body. The device was removed successfully and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "stable".